Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. It was noted the device was programmed to single coil vector. Technical services (ts) suspected a connection issue. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).